Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced four infusion set's kinked cannulas events between (B)(6) 2025 and (B)(6) 2025. Event took place within 3 hours after insertion. Site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.